Manufacturer narrative:
Correction: a3.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Correction: a2

Event description:
A user facility clinical manager reported that a dialyzer blood leak from the drain line and in the dialysate, hoses occurred during a patient¿s hemodialysis (hd) treatment. The treatment was stopped without returning the patient's blood. The machine was taken out of service and disinfected with bleach. A field service technician was requested to evaluate the machine. The machine passed all function tests. Upon follow up, the biomed stated that the blood leak occurred one minute into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were not used during treatment. Blood strips were not used as the blood was observed going into the drain into the machine. The blood leak was noted as being an internal blood leak. The patient¿s estimated blood loss was not reported. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak from the drain line and in the dialysate, hoses occurred during a patient¿s hemodialysis (hd) treatment. The treatment was stopped without returning the patient's blood. The machine was taken out of service and disinfected with bleach. A field service technician was requested to evaluate the machine. The machine passed all function tests. Additional information was requested, however, to date not provided